Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in ER after receiving inappropriate anti-tachycardia pacing and high voltage therapy for atrial fibrillation with rapid ventricular rate. Upon interrogation, the implantable cardioverter defibrillator diagnosed rhythm as a ventricular tachycardia and ventricular fibrillation. Programming changes were discussed. No further information was reported.